Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected battery out limit alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not receive a low battery alert prior to the off no power alert. Customer stated the battery was not previously used. Customer reported that the insulin pump was dropped. Customer stated that there was not unattended alarms. Customer stated that the battery cap was not loose, cracked or damaged. Customer stated this was the second occurrence of off no power without a low battery warning. The insulin pump will be returned for analysis.